Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a bent grip tip causing them to be misaligned. The grips were not found to be cracked. There was a 0.28 mm offset at the tips. Additional observation not reported by site: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument tips were not aligned when closed. The procedure was completed with no reported injury.